Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a social media group iqvia regarding a patient receiving an unknown drug with an unknown dose and concentration for no known indication for use. It was reported the patient recently had a manufacturer pump implanted. It was noted that it was disk shaped, and the device/pump had turned sideways so the edges were poking out and making a lump in the patient's side. The patient noted being very uncomfortable. No further information was provided. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.